Event description:
It was reported that a novum iq large volume pump over-infused vancomycin during patient infusion. Nurse programmed vancomycin to be given over 1 hour, the IV pump malfunctioned and the nurse noticed that the bag was dry 20 minutes later but it showed 162 ml left to infuse. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.